Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to convert the patient's arrythmia in one ventricular tachycardia (vt)/ventricular fibrillation (vf) episode. As well, information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead had possible t-wave oversensing (twos). The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the device reached normal elective replacement indicator (eri).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.